Manufacturer narrative:
Returned device was evaluated and performed as designed. No defect or deficiency that would result in the cannula failing to insert correctly or the pump failing to deliver was found. The caller reported that she was not sure the cannula had inserted properly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. It cannot be confirmed or excluded through laboratory testing. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod's user guide warns to "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia repeat the test. If you have symptoms or continue to get results that above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that she's been experiencing high blood glucose levels and wasn't sure if the cannula was inserted in the infusion. The customer reported that she activated the device on (B)(6) 2012. At 4:30 pm, bg: 274 a 2 unit bolus was administered. At 5:01 pm, bg: 291 mg/dl a 1.6 unit bolus was administered. At 5:17 pm, bg: 289 mg/dl a 0.5 unit bolus was administered. At 5:51 pm, bg: 299 mg/dl another 0.85 unit bolus was administered. At 6:14 pm, bg: 315mg/dl by 6:39 pm, bg: 320 mg/dl (no insulin boluses reported at these times) she also notice blood in the cannula when deactivating the pod.